Event description:
It was reported that the patient¿s implantable neurostimulator (ins) never worked. It was noted that the patient had a ¿million revisions¿ and was told to ¿leave it alone¿ (follow up information is being conducted for clarification). In (B)(6) 2014, they tried to place new leads and were unable to. The patient was scheduled for a thoracic and lumbar MRI. The indication for use for the implanted device was noted as failed back surgery syndrome. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3587a, lot# l37391, implanted: (B)(6) 1996, product type: lead. Product ID 7434-e, serial# (B)(4), implanted: (B)(6) 1996, product type: programmer, patient. Product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1996, product type: extension. (B)(4).